Event description:
It was reported the patient was revised due to sepsis.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc2600993/. The devices were not returned for review, therefore their exact conditions cannot be described. The manufacturing documentation cannot be reviewed because item/lot information has not been received. The shell was an unknown trilogy shell and the liner was an extended offset trilogy liner. These devices were used in the treatment of a disease. The patient had a history of revision prior to the described event. Compatibility of the devices is unknown. Complaint history search cannot be performed due to lack of information. Single-use, sterilized devises manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10 or better. With the information provided, a definitive root cause cannot be stated.